Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant explained that the device has 8 percent longevity remaining and recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) consultant explained that the device has 8 percent longevity remaining and recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.